Event description:
Reported 1 false positive results for one patient. Unknown if symptomatic or asymptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). The site is testing a high volume of athletes and the overall false positive rate is low (<2%).

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot determine with retain testing. Source: phone.